Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a shocking or jolting sensation for sometime after going through a security system at the prison where she worked. Additional info has been requested but was not available as of the date of this report.